Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump may have been exposed to humidity. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act buttons due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing. No moisture damage was found on the electronic assembly during our visual inspection. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at the reservoir tube window corner.